Event description:
Complaint submitted via medwatch report: complaint details reported as follows: "at around 15:45, mother of the baby was breast feeding when all of a sudden the humidifier of the high flow cannula (hfnc) started spewing water. It started with a tiny mist and the rn took the cannula off the baby's face. It then continued to spew water with a lot of force even when the heater was turned off. This was tolerated by the baby well and no respiratory distress was noted." Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A f/u report will be sent when investigation is completed.